Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3: device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of examination lights - lucea 10. It was stated the headlight cover were cracked with missing particles and then was taped. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 13th june, 2023 getinge became aware of an issue with one of examination lights - lucea 10. It was stated the headlight cover were cracked with missing particles and then was taped. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause contamination. Corrected b5 describe event and problem: on 12th june, 2023 getinge became aware of an issue with one of examination lights - lucea 10. It was stated the headlight cover were cracked with missing particles and then was taped. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause contamination. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of examination lights - lucea 10. It was stated the headlight cover were cracked with missing particles and then was taped. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the examination light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. According to the analysis performed by the subject matter expert, the most likely root cause is a violent rotation of the light head. The test re11-052 proves that the stop resists to 50 strong rotations and is compliant to the standart ul60601-1. Regarding the picture taken on site the root cause of this the broken handle is a shock with another device. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 12th june, 2023 getinge became aware of an issue with one of examination lights - lucea 10. It was stated the headlight cover were cracked with missing particles and then was taped. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause contamination.